Event description:
It was reported that the patient underwent an explant procedure due to unknown reason during a back surgery. It was unknown if back surgery was device related. All components were explanted and will not be returned. No device malfunction was suspected. Additional information was received that the patient had a non-device related surgery and the physician opted to explant the device.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several years ago from date manufacturer was made aware. Block d6b: explant date: several years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5094151/5085777.

Event description:
It was reported that during back surgery, the patient underwent an explant procedure due to an unknown reason. It was unknown if back surgery was device related. All components were explanted and will not be returned. No device malfunction was suspected.